Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer removed sensor and it was found that cannula was missing. Hospital could not see if cannula was still in the body. Customer's blood glucose was unknown. Sensor would be replaced.